Event description:
It was reported the patient underwent an implant of an intraocular lens (iol) in the left optic resulting in hazy vision. Original date of implant was (B)(6) 2006. The patient has been experiencing hazy vision since (B)(6) 2012, with duration of symptoms being for approximately 1 month. It was reported that the patient has a pre-existing condition of diabetes, and hypertension which was said to be under control. In addition, it was reported that there is no plan to explant the intraocular lens (iol) at this time. No other complications were reported at this time.

Manufacturer narrative:
Date of event: (B)(6) 2012 is an approximate date. Onset of symptoms was reported to begin (B)(6) 2012. Duration of experience: one month. (B)(6). (B)(4) - intraocular lens (iol). All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. No deviation or nonconformance (ncr) was reported. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The specific date of event is unknown. Month and year of onset were provided of (B)(6) 2012. The date of this report is being corrected to (B)(4) 2012. The date of onset is (B)(6) 2012 instead of (B)(6) 2012. The specific eye affected is unknown. The date received by manufacturer is being corrected to (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted.